Manufacturer narrative:
Investigation of this event is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-02152.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The complaint device remains under the custody of the hospital's risk management department. To date, despite multiple requests, the device has not been returned to edwards lifesciences for evaluation. If the device is obtained, a follow-up will be submitted with results of the evaluation. Without the device back for evaluation, functional testing and dimensional analysis were unable to be completed and therefore, the exact root cause of the event is unable to be determined. However, the photographs of the devices that were provided confirmed the reported separation of the sheath distal tip marker. Per report, while withdrawing the delivery system into the esheath for removal, resistance was encountered suddenly. The delivery system was pulled hard and the esheath may have been torqued. This information suggests that handling (use of excessive force to pull the device) caused the separation of the distal tip ro marker. A device history record (DHR) review performed did not reveal any issues that could have contributed to the reported events. The minimum required vessel diameter for a 16 fr sheath is 6.0 mm. The patient¿s access vessel minimum luminal diameter was reported to measure 7.5mm with no calcification and no tortuosity. In this case, the cause of the right iliac artery injury was considered to be a result of the manipulations with the devices. The complaint of distal tip marker separation was confirmed, but no manufacturing non-conformance or IFU training inadequacies could be identified. It should be noted that complaint history reveals other similar confirmed complaints. We can speculate that the root cause could be related. Corrective actions have been initiated for root cause investigation.

Event description:
During a transfemoral tavr procedure, the radiopaque (ro) tip of an esheath separated. A tear was also found in the right common iliac. The patient has a highly calcified annulus, severe lvot calcification and severe mac. The bav was performed without issue with the edwards balloon catheter. The novaflex+ delivery system (ds) was advanced across the native annulus with some difficulty, as the leaflets and annulus were heavily calcified. The pre-deployment position of the 23mm sapien xt valve was canted (50:50 on the left side, but 70:30 aortic/ventricular on the right side) due to difficulty getting good coaxial alignment of the delivery system in the annulus due to the severe calcification. At the end of deployment the balloon burst; the xt valve was fully deployed but in a too aortic position (70:30 a/v) with mild pvl and no central leak. Initially, there were no difficulties withdrawing the ds into the esheath for removal. Then suddenly resistance was encountered. The delivery system was pulled hard and the esheath may have been torqued. At this point, the ds distal tip and the esheath distal marker separated. The balloon and nose cone broke free and remained on the wire. The esheath's distal radiopaque (ro) marker separated and lodged in the renal artery. The balloon and nose cone were successfully snared and then the snare, delivery system and esheath were removed together as a unit. A right common iliac artery tear was found after removing the devices, which was surgically repaired. The injury was considered a result of the manipulations. The esheath ro marker remains in the patient, as it was not possible to remove it during the surgery. The patient was stable at the end of the procedure. Per the latest report, the patient was doing well and was discharged 5 days after the tavr procedure.